Event description:
It was reported that the wake button was not working "sometime in (B)(6) 2025"; however, the customer could not recall the exact date. Customer pressed the wake button multiple times and the wake button performed as intended. The customer's blood glucose (bg) level was 580 mg/dl. Customer went to emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Reportedly, the customer could not recall the date when they were discharged.